Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the malfunction. Also the cross arm brake was slipping. He cleaned and adjusted the cross arm brake for tighter grip during brake application.

Event description:
The customer reported that the system has a bad iris pot error message display on the system.